Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was going to be replaced due to motor error but customer wanted to troubleshoot for excessive no delivery alarm. Customer's blood glucose was 214 mg/dl. Customer reported that insulin pump was not alarming when reservoir was empty. Customer was not able to troubleshoot for no delivery due to motor error.